Event description:
Left knee pain [arthralgia]; limp [gait disturbance]; left knee erythema [erythema]; left knee swelling [joint swelling]; knee effusion [joint effusion]. Case description: spontaneous report received on 01/18/2008 from a physician via a comp rep regarding a female pt. The pt's relevant medical history included osteoarthritis. In 2007, the pt received the third injection of synvisc in the left knee. Synvisc was placed in the knee joint using standard lateral sub-patellar approach. Intra-articular placement was confirmed by aspiration of 5cc of clear yellow synovial fluid prior to injection. Four hrs later, the pt experienced pain, swelling, and erythema. The pt was seen in the next day, and 80cc of cloudy yellow fluid was aspirated. A culture was performed and found to be negative and 13.4x10 9/l white blood cells were seen. The pt's pain and limp persisted when reassessed in 2008. A corticosteroid injection was performed on that day for pain control. As of the date of receipt of this report the pt outcome was not yet recovered. Qa results were received about 2 weeks later. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop usqa1048 product complaint handling to determine if corrective action is required.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in product complaint handling, to determine if corrective action is required.